Event description:
Per biomed: the probe image quality deteriorates with time. Starts to look good and then it fades light to dark without changing settings.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe image quality deteriorates with time was unconfirmed. During evaluation no alleged deficiency was found. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the probe image quality deteriorates with time. Starts to look good and then it fades light to dark without changing settings.